Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: unable to duplicate complaint about intermittent vibration. Vibration works properly. Opened pump. No evidence of the moisture inside. Unrelated to the complaint, the display is dim and pink, and the battery compartment is cracked below bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent vibration) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.